Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 ((B)(4)). (B)(4).

Event description:
A customer's father reported customer received the following readings on (B)(6) 2011 from his precision xtra blood glucose meter: 54 mg/dl at 6:02pm, 37 mg/dl at 7:28pm and 38 mg/dl at 7:31pm. It was further reported the customer experienced tremulousness and had "glassy eyes". Customer's father administered glucagon 1 mg. To the child, in addition to providing the child with juice and food to eat. Paramedics were called and transported the customer to a local healthcare facility. The customer did not receive any diagnosis or additional treatment at the healthcare facility. The reported symptom of tremulousness is consistent with the readings obtained and the treatment. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.